Manufacturer narrative:
No prod will be returned for eval.

Event description:
The pt's mother stated, that her daughter is experiencing instances where the infusion sets are falling off of her body. She stated that, she had tried to use mastisol and detachol, but experienced bruising at her site, when she used these prods. The pt was sent tagaderm to try. The pt's mother did not report that the pt required medical assistance from a healthcare professional or second party to address the issue. The pt's mother did not report that the pt's blood glucose values were affected. No prod will be returned.